Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient called for MRI compatibility information. Patient services specialist walked the patient through activating MRI mode and the patient saw that they were not eligible for a full body scan due to an abandoned product. Patient service specialist reviewed abandoned product information and patient said they were not told they had an abandoned product. The patient was redirected to their healthcare provider to further address the issue. The patient called back and confirmed that their doctor told them that there is no abandoned product. Additional information was received from the patient. Patient stated they just had surgery yesterday to remove the abandoned product and now the patient needs to meet with a rep to have MRI mode reprogrammed to reflect this. Patient states the doctor told them to call medtronic to have this done. Agent will be reaching out to the field to notify them of the patient's situation.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1vxfa, implanted: on (B)(6) 2019, explanted: on (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 31-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.